Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information. The customer indicated that the issue was isolated to one of their glidescope avl video baton 3-4 and that the baton had been disposed of. The customer also stated that they did not have the serial number of the baton, and that since the baton was disposed of they would not be able to provide it. Further review of the customer's account shows that verathon has only provided the customer with one (1) glidescope avl video baton 3-4, serial number (B)(4). Upon review of the device history for the serial number (B)(4) , it was determined that the glidescope avl video baton 3-4 was manufactured on 15-oct-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the reported video baton was not returned to verathon and the customer could not confirm the serial number, the cause could not be conclusively determined; however, it is likely that the age of the device, 5 years, caused or contributed to the event. In addition, the device history could not be reviewed. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently. The customer indicated the procedure was completed using a standard laryngoscope. The length of time to prepare the second device was not reported. No harm to the patient or user was reported.